Event description:
A vns programming physician reported to a manufacturing consultant that they had recently interrogated a patient and discovered they were at unintended settings. The site has not released any patient or product identifying data. The programming history from their handheld computer is at the manufacture, but unable to be evaluated without patient or product information to confirm event. Good faith attempts are being made for additional details.